Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument were no longer functional and had to be replaced. There were no reports of patient injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm monopolar curved scissors (mcs) instrument was visually inspected for defects prior to the start of the procedure and, no issues were identified. Additionally, the instrument was functioning properly initially when the procedure had begun. Customer stated that instrument could no longer be moved and would not cauterize. Upon inspection, a loose wire was observed therefore, the reported instrument was replaced with a new mcs instrument. There was a slight delay in the procedure completion. There was no patient injury.